Event description:
A customer reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Resolution could not be obtained as customer declined troubleshooting.